Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with sensors. The customer's blood glucose was 160 mg/dl and then dropped to 53 mg/dl. The customer treated with food. Then blood glucose came up to 200 mg/dl. The customer's blood glucose was 163 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.